Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory - "(ua) 41" (patient temperature sensor failure) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua41 error was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in april 2015 and is 7 years old, past the expected serviceable life of 5 years. Upon visual inspection, the front and bottom enclosures were cracked, unrelated to the reported complaint. The probable root cause for the observed physical damages was due to user mishandling, such as a drop. The front and bottom enclosures were replaced to address the damage issues. The archive data indicated several ua41 errors; thus, confirming the customer reported complaint. The autopulse platform failed initial functional testing due to the ua41 error message; thus, confirming the customer-reported complaint. The temperature sensor was replaced to address the reported ua41 error. Upon further testing, unrelated to the reported complaint, zoll service personnel observed sticky clutch. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory - "(ua) 41" (patient temperature sensor failure) error message. Per reporter, the autopulse platform in its case and stored in the outside compartment of our ambulance. The autopulse platform was placed on a hard surface when the ua41 error message occurred. No patient involvement.